Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) explained the message to the home patient (hp) informed to use manual bags. The tsr told hp to contact their registered nurse (rn). No reason found for error followed above. The samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.